Manufacturer narrative:
Per the use guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. Always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 457 mg/dl and insulin injections were administered. The cause was not known. During a pump system check the correction factor time setting and pump time were incorrect. The customer had inadvertently entered incorrectly the information. The settings were corrected. The customer acknowledged that the pump was functioning as intended. Bg lowered to 356 mg/dl during the time of the report.